Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code a0401 captures the reportable event of trip wire break. Block d2b: additional product code fhn.

Event description:
It was reported to boston scientific that an speedband superview super 7 was used in an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2025. During the procedure and once the super 7 was attached to the scope, the physician proceeded to deploy bands within the esophagus. The physician deployed 4 of the bands then he says that the 'wire broke' on the deployment system. He then removed the scope and replace with a new device to complete the case. No patient complications were reported as a result of the event. Procedure was completed with another of the same device.